Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2018 with the following findings: there were multiple unexplained pump reboot events observed in the pump's black box history. The battery compartment and cap were undamaged and able to fit securely to the pump. The pump performed the prime steps with no* power interruptions. The pump's cover was removed and no intermittent condition was found to the power printed circuit board. The alleged issue could not be duplicated with investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.